Event description:
While attempting to monitor a pt's heart rhythm the device was unable to obtain an ECG signal via non-zoll electrodes pads and an adaptor. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.